Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : device history reviewed: 2 unrelated non conformances on this batch. Micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 3 additional reports; 2 related to implant loosening and 1 unrelated. Total for lot number: 3 (B)(4). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 116 . By product family: 182 (63x smartset ghv, 119x smartset gmv). H6 patient code: no code available (3191) used to capture the surgery prolonged.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address aseptic loosening of the tibial component at the cement to implant interface. Cement manufacturer is unknown. Doi: unk; dor: (B)(6) 2018 left knee.